Event description:
It was reported that the track came off and the stair tread/tracks cannot be engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. Repaired and returned.